Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced losing consciousness for a short time, the cgm was reading 17.0 mmol/l and the blood glucose reading was 2.1 mmol/l. The patient was treated by her husband with glucose. No other help or treatment was needed and at the time of the report, which is the same day the patient experienced the event, the patient was stable. The patient reported that she was using a close loop system with her pump at the time of the event. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.